Event description:
Medtronic received information that approximately two weeks following the implant of this transcatheter bioprosthetic valve, the patient presented to their primary care physician (pcp) for weakness. Clostridioides difficile (c. Diff) was diagnosed and the patient was referred to the emergency room. Diagnostic blood tests showed a sodium level of 126 milliequivalents/liter (meq/l) and the patient was admitted to the hospital. Hyponatremia was diagnosed and the patient was discharged two days later with a sodium level of 130 meq/l. The patient required several admissions due to abdominal distension. Decompensated liver cirrhosis with abdominal ascites was identified on computed tomography (CT). The physician did not relate the liver cirrhosis with abdominal ascites to any device or the implant procedure. Additional information was received which indicated that the clostridioides difficile (c. Diff) infection was likely due to the antibiotic treatment for cellulitis. The cellulitis occurred approximately 1 month following the valve implant and had resolved the day following onset. The cause of the cellulitis was not reported. No further treatment was reported. Resolution with sequelae occurred approximately six weeks following onset.

Manufacturer narrative:
B3. Estimated h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.